Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a damaged atrial output connector, and damaged battery drawer. It was also indicated that the case was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged output connector, and cracked battery drawer. The epg was returned for service. No patient complications have been reported as a result of this event.